Event description:
The customer rpeorted that on two separate occasions the walkmed 350 pump failed to administer the proper amount of medication. Patient #1 returned to the facility after a seven-day treatment, the nurse observed that only 2/3 rds of the medication (5fu) had infused. Patient #2 returned to the facility after several hours. Patient noticed that blood had backed-up through the tubing into the reservoir. In both cases there was no patient injury. The malfunction interrupted both patient's therapy, creating an under-delivery condition.